Manufacturer narrative:
The 27 gauge articulating illuminated laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the sample to have no problem. The reported event could not be replicated nor confirmed. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The 27 gauge articulating illuminated laser probe was packaged on june 3, 2019. There were 180 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. No problem was found with the sample; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser probe could not be inserted into a trocar during surgery. The surgery was completed after replacing the product with another one. There was no patient harm.